Manufacturer narrative:
The device was evaluated in the pac (parts analysis center) and the reported issue was confirmed. Upon analysis of device logs it was observed that device went to not ready status on (B)(6)2019 and logged in service message, aok wdog reset. The device log was cleared and service message could not be reproduced after 5 monthly tests. Root cause could not be determined. The device also logged btocvlvltstfail,m:11643,t:11644 on (B)(6) 2019 and battery status changed to replace. The battery subsequently went to shutdown status on (B)(6) 2019, which resulted in the device not being able to turn on. The continuous beeping of the device from being in a not ready status likely drained the battery. Root cause is user error. Device was archived by stryker. Customer received a replacement device.

Event description:
A customer contacted physio control to report that their device would not power on. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not power on. There was no reports of patient use associated with the reported event.